Event description:
On (B)(6) 2024 a patient underwent a one-level posterior fixation. The surgery was completed with no issue. On (B)(6) 2025, it was discovered during a routine follow up via imaging that the rod had separated from the lock screw in the associated tulip. The rod disassociation resulted in focal kyphosis around the construct site. A revision procedure was conducted on (B)(6) 2025 in which the separated rod was replaced and the construct was extended from l2 to pelvis. The revision procedure was completed without issue and the patient was reported to be doing well.

Manufacturer narrative:
No devices were returned for evaluation and no photographs were provided. The radiographs provided clearly identify the disassociation of the rod from the associated tulip, confirming the complaint. No information on the torque handle used for final tightening was provided. Based on the information obtained, a definitive root cause for the issue could not be determined; however, review of the information provided, and similar reports suggests insufficient final torque down and/or insufficient rod reduction or normalization. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component(s), loss of fixation." "If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Care should be taken to insure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications." "Final tightening: all lock screws must be tightened to a torque of 90 in-lbs to effect a secure construct. Tip: the open screw counter-torque handle position can be adjusted in 45° increments by depressing the button at the distal end of the handle and rotating it. Attach the torque t-handle to the final lock screwdriver. Slide the counter-torque over the tulip until the instrument bottoms out. Insert the final lock screwdriver through the counter-torque and seat securely into the lock screw. Turn the torque t-handle clockwise until the breakaway torque is reached. Repeat on each screw." "All lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct. All set screws should be finally tightened with the counter- torque and torque t-handle. Do not final-tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip." "Post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at ¿" 9401879-en p-12/2018.